Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the ignition-related device failed accidentally, resulting in ignition malfunction when the lamp was lit (igniter board failure, etc.), and the lamp failed to light normally.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician provided troubleshooting to the user over the phone. The biomed stated that this event occurred during a procedure and they just wanted to clear the message off the screen. They were advised to not use the cv-190 with the spare lamp. No further information was reported. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an issue with the device. The device displayed an e103 error message during a procedure. E103 is a clv-190 lamp light-up error from the light source. The main lamp needs to be replaced but the user will continue to use the clv-190 until the new lamp is received. The spare lamp is lit. There was no patient injury or harm. No additional information was provided.